Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) recovered within range, and the sample was centrifuged in a stats spin-express 4 at 4500 revolutions per minute (rpm) for 5 minutes. The customer ran a 6-point precision test on the patient sample and recovered zeros. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a preventive maintenance (pm) on the dimension exl with lm instrument and precision runs. The results were acceptable, and qc was in range. Siemens reviewed the instrument data, and there were no process errors when the sample was processing indicating there is no instrument issue. The quality control (qc) and calibration results were within limits, indicating no reagent issue. The potential cause for one falsely elevated cardiac troponin I (tni) result is due to an operator error in filling the sample cup or a sample integrity issue. The instrument is performing within specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant, falsely elevated, cardiac troponin I (tni) result on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat result was lower and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated tni result.